Manufacturer narrative:
The investigation did not identify a product problem. The received sample material was tested as part of the investigation, and the customer's results were reproducible. Differences in the quantitative results are not unusual due to the fact that native raw material is used for the elecsys anti-hbs ii assay. The variability is due to the heterogeneity of the anti-hbs antibodies and the variability of the hbs antigen. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings.

Manufacturer narrative:
The expiration date for reagent lot 77794201 was 30-nov-2025. The expiration date for reagent lot 71660001 was 31-jan-2025. The cobas e 801 analytical unit serial numbers were (B)(6). Sample material from the patient was requested for investigation.

Event description:
There was an allegation of questionable elecsys anti-hbs ii results from cobas e 801 analytical units. Using cobas e 801 analytical unit serial number (B)(6) and reagent lot 716600, the results were 9.54 iu/l and 9.57 iu/l. Using cobas e 801 analytical unit serial number (B)(6) and reagent lot 777942, the results were 20.5 iu/l and 19.7 iu/l. Using cobas e 801 analytical unit serial number (B)(6) and reagent lot 777942, the result was 20.4 iu/l. Another sample from the same patient was taken on a different but unknown date using cobas e 801 analytical unit serial number (B)(6) and reagent lot 716600, the result was 9.02 iu/l. Using cobas e 801 analytical unit serial number (B)(6) and reagent lot 777942, the result was 19.4 iu/l.